Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges.) No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing an elevated blood glucose level (600 mg/dl). The customer contacted 911 and was taken to the hospital via ambulance. The customer was admitted to the hospital on (B)(6) 2016 and was treated with manual injections and fluids. The customer was released from the hospital on (B)(6) 2016 and had resumed insulin therapy via the pump. A system check with tandem technical support indicated the pump was performing as intended. Review of the pump data by tandem technical support showed that low power alerts and a low power alarm had occurred and had not been addressed by charging the device. Subsequently, the pump shut down due to insufficient battery power. Following the shutdown alarm, the pump no longer recognized the cartridge on the pump. Reportedly, the customer misinterpreted this as an insulin gauge reading. The customer was educated on proper charging practices and to avoid frequent full discharges.